Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and air flows back into the side port issue occurred. It was reported that the physician had a lot of bubbles in the hub of the vizigo¿ sheath and when pulling on the syringe, the air was removed. The physician thought that there was something wrong with the vizigo¿ sheath valve. No air was being introduced into the patient. The physician was drawing back with a syringe but was pulling back air. No medical intervention was required, and the patient has not exhibited any neurological symptoms since the procedure was completed. The vizigo¿ sheath was replaced and the issue was resolved. No adverse patient consequence was reported.

Manufacturer narrative:
The device evaluation was completed on 21-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and air flows back into the side port issue occurred. It was reported that the physician had a lot of bubbles in the hub of the vizigo¿ sheath and when pulling on the syringe, the air was removed. The physician thought that there was something wrong with the vizigo¿ sheath valve. No air was being introduced into the patient. The physician was drawing back with a syringe but was pulling back air. No medical intervention was required, and the patient has not exhibited any neurological symptoms since the procedure was completed. The vizigo¿ sheath was replaced and the issue was resolved. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection, a flush test, and back pressure test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. A flush test was performed, and it was found working correctly as the device was flushing correctly. Then, a functional test of the side port was performed, and no issues were observed. A device history record was performed for the finished device 50000044 number, and no internal action was found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve were found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event described could not be confirmed as the device performed without any hemostatic valve issue. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).